Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex (lcx). The 2.0x15mm mini trek balloon dilatation (bdc) had resistance with the anatomy and failed to cross even after a little push. There was no resistance during removal, however, it was noted that 3/4 of the balloon shaft came out but about 1/4 of the balloon was sitting in the guide catheter. They took another balloon, went past the separated segment, inflated it and pulled it back into the guide catheter to secure the separated segment and removed from the anatomy. There was no resistance when retracting into the guide catheter. Another mini trek balloon was used to continue the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.